Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken driver. During a primary adult scoli t2-pelvis procedure, while final tightening a screw at s1; the final torque snapped and broke at the tip of the driver. The piece was removed and a second tightener was used to finish the case.

Event description:
Sales rep (B)(6) reported a broken driver.

Manufacturer narrative:
The returned driver was examined. The tip has fractured off; the complaint is confirmed. A review of the manufacturing records did not identify any manufacturing issues which would have contributed to this event. This issue is being investigated via CAPA.

Event description:
The sales associate reported a broken driver. During a primary adult scoli t2-pelvis procedure, while final tightening a screw at s1, the final torque snapped and broke at the tip of the driver. The piece was removed and a second tightener was used to finish the case.